Manufacturer narrative:
Visual examination found no malfunctions. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer report number 2017865-2021-40027. The patient presented in hospital with the device extruding from the pocket. The physician alleged the pocket erosion was due to the device and right ventricular (rv) lead which resulted in an infection. A culture was performed and revealed staphylococcus epidermis. The patient was treated with antibiotics and the event was resolved by explanting and replacing the device and rv lead on the right side. The patient was in stable condition following the procedure.